Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer gets more insulin than what's programmed. The customer¿s blood glucose was unknown at the time of incident. The customer also state that the customer had to change the battery more than once every seven days. The insulin pump will not be returned for analysis.